Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ec60 device was returned with the clamping mechanism damaged and with an ecr60w fully fired reload loaded on the device. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and the closure trigger top was found broken. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure the device was difficult to fire at the first firing with a white reload. The staple line and cut line were deployed as expected. The surgeon removed the device from the tissue, closed the jaw, and removed the device out of the trocar. When the surgeon wanted to open the jaw to change another reload, he found the device could not open again. Changed to hand sewing to complete the procedure. No adverse event on the patient.